Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported one week post implant that the implantable cardiac monitor was undersensing r waves. The sensitivity was adjusted, however, there was still undersensing. The device is still in use. No patient complications have been reported as a result of this event.